Event description:
It was reported that during a adenoidectomy surgery, the the fuse at the tip of the evac 70 wand broke into pieces. The broken pieces were retrieved by suction. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrodes have been heavily used causing two electrodes to erode. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate the root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings or pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. Based on this investigation, the need for corrective action is not indicated.